Event description:
It was reported that during the procedure in the proximal right coronary artery, two promus stents were implanted. A 2.5 x 12 mm promus stent system was then advanced into the patient anatomy to a site distal from the previously placed promus stents; however, the stent system was not able to advance to the target lesion. The stent system was then removed from the patient anatomy and it was noted that the stent had dislodged. Intravascular ultrasound was performed and the stent could not be seen. Fluoroscopy was performed and the stent was unable to be visualized. At this point, the procedure was completed and the location of the stent remains unknown. Though requested, no additional information was provided.

Event description:
Subsequent to the initial MDR being filed, the following additional information was received: the proximal to distal rca was severely calcified.

Manufacturer narrative:
(B)(4). The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. It was reported that an attempt was made to advance/cross two previously deployed stents in a heavily calcified lesion, which most likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement. It should be noted that the promus instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The reported use error likely contributed to the reported incident and not a product quality deficiency. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for stent retention issues for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. (B)(4). The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial MDR, a user facility medwatch form was received with the following information: event desc: the patient with known coronary artery disease (cad), status post coronary artery bypass grafting (CABG) x5 presented with acute coronary syndrome and troponin of 1.5, and past medical history of transient ischemic attack (tia) or stroke. According to the physician's procedure report, this was an extremely complex case because of the highly calcified lesions. In an attempt to deploy a stent into the right coronary artery, the stent was dislodged. The stent could not be clearly seen with the ivus which in part was probably because it could not be advanced far enough down the right coronary artery (rca). The physician carefully looked at the proximal rca and then did an ultrasound to look at the guiding catheter and confirmed that the stent was not caught in the guiding catheter. The physician had already looked at it with direct isulization on the x-ray. The stent was unable to be retrieved. The patient had no clinical symptoms throughout the process.